Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600 mg/dl, and she was treated with the insulin pump and insulin pen. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. The caller stated that the doctor feels the settings were too low, and they were causing her high glucose, and changes on the settings were done. The customer's most recent glucose reading was 291 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.